Manufacturer narrative:
This is one of three medwatches associated with mfg # 1058196-2006-00187 and 1058196-2006-00190. A non-sterile dcs coil was rec'd. Delivery tube and support coil were multiple bent. Coil was attached to the gripper. Introducer was mounted on the delivery tube. Introducer had dry blood traces. Introducer could not be zipped due to its indented condition. Gripper and coil were multiple bent. Introducer had indentations. Od and ID of the introducer, od of the delivery tube and ID of the zipper were measured and they were found within specification. The available info does not identify any pt or procedural factors contributing to the report of the inability to re-zip the dcs system for retrieval. The returned products had indentations on the introducer. The IFU instructs that the second rhv should be lightly locked, taking care not to crush the coil introducer. Because there was no report of difficulty sliding the zipper during the unzipping process, it appears that handling and procedural factors may have caused the re-zipping difficulty that occurred during the procedure. The exact cause of the zipping difficulty could not be determined. Trending/data review indicated that the lot number was within control limits, catalog number and product family were out of control limits. Manufacturing records were reviewed and no anomalies were found.

Event description:
The target lesion was the transverse sinus - sigmoid sinus. When the physician tried to slide the zipper proximally along the 16 x 30 coil introducer, the zipper got stuck and did not move. The whole system was withdrawn. After this event, the physician experienced the same phenomenon with a 14 x 30 and a 12 x 30 coil introducer. The procedure was completed by detaching 10 dcs coils. After this event, the physician experienced the same phenomenon with two other coil introducers. There were no reported pt complications.